Manufacturer narrative:
Event site name: (B)(6) hospital.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a suspected blood intrusion into the device due to a balloon rupture. There was patient involvement but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked for blood contamination around the pim and safety disk, but blood intrusion was no trace of blood was found aside from a small amount around the balloon connection port which was cleaned and disinfection was performed. The unit passed pneumatic module leak tests and autofill testing. The device was returned to normal clinical use.